Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 4 mm x 20 mm x 144 cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.